Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient was hospitalized due to start of duodopa treatment. Examination performed by gastroenterologist because of pain and discharge on peg area. Endoscopy was performed and abscess and stomach ulcer was found at entrance of the stomach. Lansor 2x1 and alfasid 2x1 g was given to treat the adverse events. It was unknown if the stomach ulcer occurred due to helicobacter pylori.